Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast prosthesis implantation surgery with two 250cc mentor memorygel breast implants, initially suffered left breast implant rupture, post-procedure. As a result, the patient underwent revision surgery on (B)(6) 2021, where the right breast implant was also discovered to be defective and ruptured. The defect was identified to be in the back at the junction of the implant and the seal. Subsequently, the patient underwent bilateral removal and then bilateral replacement with the following devices: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9577434 sn: (B)(4) and (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 7493577 sn: (B)(4). This medwatch form is for the right breast prosthesis. The left implant rupture has been reported under mrn: 1645337-2021-05476.